Manufacturer narrative:
Returned product consisted of a maverick2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen. The balloon was tightly folded. There were numerous hypotube kinks throughout the device with a complete hypotube separation 43cm distal of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation.

Event description:
Reportable based on device analysis completed on 21nov2019. The target lesion was located in the calcified left anterior descending artery. During the procedure, an unspecified issue of a 1.50mm x 15mm maverick balloon catheter was noted. The device was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detached/separated.